Event description:
It was reported that telemetry issues occurred. Also, an overdischarge was suspected. The patient had not used their system in over 6 months. Additional information received reported that the patient had an implantable neurostimulator (ins) replacement (B)(6) 2011. It was uncertain if the replacement of the ins resolved the issue and if a new pocket was created. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 39565, serial # (B)(4), implanted: (B)(6) 2008, explanted: unk; extension model 37081, serial # (B)(4), implanted: (B)(6) 2008, explanted: unk; extension model 37081 serial # (B)(4), implanted: (B)(6) 2008, explanted: unk; patient programmer model 37743, serial # (B)(4), implanted: na, explanted: na; recharger model 37752, serial # (B)(4), implanted: na, explanted: na.